Event description:
Caller reported an issue with the incorrect time displayed on a device, which was updated with assistance. There was no adverse impact to the customer¿s blood glucose level as values remained within normal ranges. Customer was advised to monitor the situation and contact support if the issue reoccurred, acknowledging the guidance given.